Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007- the patient was implanted with a bard flat mesh for pelvic repair. The attorneys report alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The attorney report alleges that on (B)(6) 2007 the patient implanted with a bard flat mesh. No specific device failure was alleged and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally no sample has been returned for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.